Event description:
It is reported that customer experienced blood glucose versus sensor glucose differences. Customer's blood glucose was 57 mg/dl. Customer was not able to troubleshoot as she had an appointment. Customer was also able to upload to carelink. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.